Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.00 x 15mm maverick otw balloon was ruptured. The location of the lesion was unknown but it was reported that there was stenosis, average tortuosity and the lesion was calcified. The balloon of this product was used for post dilatation. On the first inflation, the balloon was ruptured at 6 atmospheres (atms). There were no patient complications or injuries reported. The patient status is listed as good. The procedure was completed with a different device.

Manufacturer narrative:
The device was disposed of by the hospital; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information , a supplemental MDR will be filed.